Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage. A piece of the teflon pad is broken at the distal end of the pad. The missing material was not returned with the instrument. The instrument was placed on an in-house system and passed recognition and engagement tests. The event was caused partially or wholly by the user of the device, including sample handling.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an unspecified fault was noted involving a harmonic ace instrument and a fragment fell inside of the patient. The fragment was retrieved during the same procedure which was completed robotically using a backup harmonic ace instrument.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation. A review of an image provided by the customer was performed. No obvious instrument damage can be identified.